Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified first diagonal branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm and 10atm respectively. However, a pinhole rupture was noted upon third inflation when inflated at 12atm for 15 seconds. The device was removed without any problem by using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified first diagonal branch. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 6atm and 10atm respectively. However, a pinhole rupture was noted upon third inflation when inflated at 12atm for 15 seconds. The device was removed without any problem by using the normal method. The procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.